Manufacturer narrative:
(B) (4). During device evaluation, a hole in the balloon was identified distal of the distal marker band. Additionally, it was found that the stent was moved on the balloon. This type of damage can occur during advancement of the device through calcification. Device evaluation also revealed that the stent was damaged at the distal end which could be related to the reported resistance during device removal. However, the root cause for the reported event, could not be determined. A review of the device lot history record did not reveal any non-conformities which could have contributed to this complaint.

Event description:
Device issue: failure to inflate, possible pinhole. Time of issue: during the procedure. Adverse event: none. It was reported that during attempted deployment in the calcified iliac artery, the omnilink elite balloon was inflated to 2 atmospheres but did not inflate any further and the stent did not expand. Although no balloon damage was observed, it was surmised that the balloon had a pinhole. The stent delivery system was removed with the stent crimped on the balloon, although resistance was met on withdrawal. There was no reported adverse patient effect. Though requested, no additional information was provided.